Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the analyzer was out of specification electrically. The analyzer was sent for repair and restock.

Event description:
The analyzer was returned for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.